Manufacturer narrative:
Episodes were reviewed and as a result electrical re-programming was done to mitigate the issue. V sensitivity was changed from 2.5 millivolts to 1.5 millivolts as the r-waves were only around 3 millivolts and may have created potential for undersensing the v that lead to the device needing to pace. This rationale was reflective in the change in morphology on the electrocardiogram strip. Some fusion was also noted. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pulse generator may have caused or contributed to the patient's symptoms of having had several falls. The patient presented to the emergency room. The patient could not recall if any syncope had occurred associated with these falls.